Manufacturer narrative:
Electrode belt sn (B)(4) was returned to the distributor for evaluation. The electrode belt ECG acquisition and pulse delivery circuitry was tested and found to be fully functional. There is no indication of a product malfunction. Device evaluation of monitor sn (B)(4) has been completed. Upon investigation the monitor was not properly producing a driven ground signal. The cause for the failure was isolated to an open r781 driven ground resistor on the computer/analog board. The root cause for the open resistor could not be positively identified. There is no indication that the open resistor caused or contributed to the patient's death as the patient was in a non-shockable, non-life-sustaining rhythm.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2019 while wearing the lifevest. The patient was reportedly in a rehab facility with his wife and facility staff present. Review of the download data confirms that prior to passing, the patient received an inappropriate treatment from the lifevest during asystole. The treatment was delivered at 7:51:26 pm. The post-shock rhythm was bradycardia at 30 bpm degrading to asystole. Oversensing of low-amplitude cardiac signal contributed to the false detection. The response buttons were pressed after the treatment was delivered. The response buttons functioned appropriately. It was reported that after the treatment, facility staff removed the lifevest to attempt resuscitation. The patient passed away on (B)(6) 2019 there is no indication that the lifevest treatments during asystole caused or contributed to the death, as the patient was already in a non-life-sustaining rhythm prior to the treatments. No deficiencies were alleged against the lifevest.